Event description:
The user facility reported that as a surgical light was being positioned during a patient procedure it collided with another surgical light, causing a section of the surgical light cover to fall into the sterile field; however, it did not contact the patient. The procedure was completed successfully with no delay, and no injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the light and found that one half of the surgical light cover had fallen due to a missing screw, which the facility told the technician was missing at the time of the event. The technician re-installed the cover with a new screw and placed the light back into service. The preventative maintenance schedule in the operator manual states (pp. 8-1) "inspect plug buttons, fasteners, covers or other components that may attach to the camera or arm or system arm components." The light is not under a steris service contract and is currently maintained by the facility biomedical department. Steris conducted in-service on preventative maintenance procedures for this light on (B)(4) 2010.